Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Siemens confirmed that the customer had reported out flagged results. The dimension vista operator's guide provides guidance for abnormal assay error flags. It is stated that the flagged result cannot be reported and that the sample should be rerun. Additionally, if the message reappears, run quality controls or contact your local technical support provider. There is no confirmed product problem. No samples or parts are required to be returned for investigation. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2517506-2021-00214, 2517506-2021-00215, 2517506-2021-00216, 2517506-2021-00217, 2517506-2021-00218, 2517506-2021-00219, 2517506-2021-00220, 2517506-2021-00221 were filed in conjunction to this report.

Event description:
A discordant cyclosporine patient result was obtained on a dimension vista 500 instrument. The initial result was flagged, and generated an error code, but was reported to the physician(s). The sample was not reprocessed, and the patient was taking cyclosporine medications. There were no known reports of patient intervention or adverse health consequences due to the flagged results.